Event description:
The complainant reported that the clinicians had performed the implant of an advantage system on a female patient (weight unknown) in 2008. The physician did not encounter any difficulty during the sling procedure, and the sling was successfully implanted. The patient reported intermittent urinary retention immediately following the sling procedure. The patient also reported difficulty emptying her bladder after intercourse and sometimes at night. The physician prescribed urecholine to help in emptying her bladder. The patient showed up in the emergency room in 2009 with urinary retention (800 cc residual). The clinician reported that he does not believe the patient's pain is as a result of the advantage system implant, or that there is or was any malfunction of the device.

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration obtained from the complainant. The complainant reported that the device will not be returned for evaluation as it remains implanted in the patient; therefore, a failure analysis is not available. If there is any further relevant information from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event.